Event description:
It was reported that, "the above listed acetabular insert and morse taper head were explanted due to wear. The stem and shell were well fixed and remained in place."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2010-00383.